Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported sensor updating then change sensor. The customer reported blood glucose was 400 mg/dl. Customer's high blood glucose was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unk_ngp. Troubleshooting was performed. Customer stated that it was by fault of her own and no issues with pump. It was unknown whether the customer has used the insulin pump system within 48 hours of the reported event and unknown smartguard/auto mode of the insulin pump active or not at the time of reported event. No further patient complications were reported. No product return is required for unk_ngp.